Manufacturer narrative:
Testing of the pump indicates it was below volumetric accuracy test parameters. Pump was calibrated to resolve the issue.

Event description:
Info received indicates the pump would not deliver over 9.2ml during testing.